Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid in cover glass of the insertion section, loss of water tightness, poor quality image, damaged fibre bonding in the outer tube area (distal end) and damaged outer tube of the insertion section. Based on the results of the investigation, it was likely that the cause of the malfunction (poor-quality image) was residual liquid in the cover glass of the insertion section, and the cause of water-tightness loss was damage to the outer tube of the insertion section. Additionally, the cause was traced to a component failure. The cause of the malfunction (damaged fiber bonding in the outer tube area at the distal end) was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had some fog inside at the distal end. There were no reports of patient harm.